Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose levels. Due to the occlusion alarms occurring in the past and supplies being changed, troubleshooting with tandem technical support was unable to be performed.